Event description:
The manufacturer received information alleging a malfunction of a ventilator's screen. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd display and power management board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a malfunction of a ventilator's screen. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd display and power management board was replaced to address the issue. The lcd display was evaluated by the manufacturer's product investigation laboratory (pil) and found the lcd display functioned as designed and operated without issue or error codes.